Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a missing set screw. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) set screw would not engage when the lead was fully inserted. Another adapter was attempted and the set screw still did not engage. A different set screw was use and the issues were resolved. No patient complications have been reported as a result of this event.